Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image on the monitor could be due to the broken cable. Based on historical data, possible causes include damage or deterioration of parts due to wear and tear, and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation, without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no signal in the monitor. The malfunction was observed before sedation that is during set up/ inspection of the device. The intended procedure was a diagnostic urology. The procedure was completed using an olympus backup device. There were no reports of patient harm.